Event description:
This pt was enrolled on the (B)(6) trial, a multi-center (B)(6) clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(6) female presented with a basilar tip aneurysm located in the midline. The pt's aneurysm was coiled on (B)(6) 2013 and (B)(6) 2013 the pt experienced acute onset of slurred speech, left frontal headache, right facial droop, nihss 11, and tonic clonic seizure. The pt was admitted to neurology service for acute stroke workup. Mr brain showed high grade stenosis in right cervical internal carotid artery origin, occlusion of left common carotid artery at the arch, and abnormal perfusion parameters in the left middle cerebral artery distribution. However, no evidence of acute stroke was seen. Multifocal white matter disease noted which is nonspecific. No evidence of hemorrhage was noted on CT scan. Following admission, the pt was stable for discharge home with f/u with neurology. However, before discharged, the pt experienced deep venous thrombosis which required extension of hospitalization and anticoagulation therapy. The pt was discharged on (B)(6) 2013.